Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the user's report, the needle was found to be broken before use."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1123341. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to this complaint.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese to english: "according to the user's report, the needle was found to be broken before use."